Event description:
Additional information received from the company representative reported the inss were replaced one month prior to report.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# va00846, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# va00846, implanted: (B)(6) 2012, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from the patient that reported there was an end of service (eos) message. They were told the device would last 5-7 years based on her settings. There was an allegation/dissatisfaction with the implantable neurostimulator (ins) longevity. They saw their health care professional (hcp) three days prior to report who did not indicate the battery was low or eos and they said it was ok. The patient was implanted for essential tremor and movement disorders. Further follow-up was being conducted to determine if their managing physician had been notified about the eos, what were the circumstances that led to the eos, what steps were taken to resolve the issue, and what side ins experienced the eos message. If additional information is received, a follow-up report will be submitted. Please refer to manufacturer report #3004209178-2015-22946 for information on the patient's concomitant system.